Event description:
During a pci/stenting treatment procedure, stent dislodgement difficulties were encountered. The physician attempted to advance the liberte bare monorail 20/3.00 mm sds though the 6f runway guide catheter, but the stent detached from the catheter and migrated to the proximal third of the right coronary artery (rca). The lesion being treated was located in the middle third of the rca. The stent remains in the pt's body. She was kept in the hosp under observation for three days post-procedure. No pt injuries or complications were reported.